Manufacturer narrative:
The device was not returned to bd for evaluation, and lot history review was not performed as lot number was not provided. The investigation is inconclusive for a defective device. A root cause has not been determined. The device is labeled for single use. PMA/510k, event (results, conclusion).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model: 1618000 implantable port during port placement, the port was allegedly identified defective. This report was received from a single source. This defective device did not involve a patient as there was no patient contact.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 1618000 implantable port during port placement, the port was allegedly identified defective. It was further reported that another port was used to complete the procedure. This report was received from one source. This event did not involve a patient.